Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the recorded fault code was confirmed to be due to electromagnetic interference (emi) noise oversensing during the patient's knee replacement procedure. The clinic plans to continue with monitoring this patient. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device emitted tones and a recorded a fault code, indicating that a "high voltage has been detected on lead during a charge." Additionally, it was noted that the device and right ventricular (rv) lead exhibited noise oversensing which led to unneeded anti-tachycardia pacing (atp) and shock therapy delivery during a knee replacement procedure. It was also reported that the patient did not feel well and had pulmonary edema. Boston scientific technical services (ts) was contacted for assistance and discussed that the fault was likely due to the external noise during the procedure and discussed device troubleshooting and programming. This rv lead remains in service. No adverse patient effects were reported.